Event description:
It was reported by the infection control nurse that there were multiple complications using the product. No details were provided as to the number or nature of the complications. Update: in 10/2002 a copy of a voluntary medwatch filed by the user facility was received. Additional info included in this report indicated "pt. Came in for laparoscopic tx of endometriosis, lysis of pelvic adhesion, bowel resection. Po pt developed temp of 38.5 to 39. Antibiotic administration. Cxr = bilateral atelectasis. Pt transfered to hosp for CT scan. Showed abscess that ruptured, caused peritonitis. Pt taken back to or for evacuation of abscess and colostomy."